Manufacturer narrative:
Results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The most likely cause of the reported event was determined to be user error. The sales representative reported that upon noticing the reported device had expired, he flagged this to the scrub team. An alternative longer rod which was in date was available but this would have required cutting to the appropriate length. Per sales rep, the surgeon assessed the risk of implanting the recently expired product versus the risk of cutting a rod to length and allegedly elected to implant the expired device with knowledge that it was out of date. Furthermore, the outcome of the internal investigation indicated; "[...]in this specific instance, the kit had been on the incomplete shelf for 3 months. In this time, a number of items had expired. On this occasion, a human error was made by the operative, and the items were not replaced with new ones before changing the status of the kit and shipping it. This has been discussed with the operative and the process has been reviewed[...]." Therefore; the likely cause of the reported event was determined to be user error. Conclusion: the likely cause of the reported event was determined to be user error.

Event description:
It was reported that; sales representative reported that the surgeon had allegedly implanted two xia 3 80mm rods into the patient which had passed their expiry date. The expiry date was reported as march 2015. The kit was shipped to arrive on (B)(6) in readiness for the procedure on (B)(6). The representative, who was in theatre for the case, further reported that he noticed prior to implantation that the stock had expired and flagged this to the scrub team. An alternative longer rod which was in date was available from another kit in the hospital although this would have required cutting to the appropriate length. The surgeon was reported to have assessed the risk of implanting a product which had recently expired versus the risk of cutting a rod to length and allegedly elected to implant the expired device in the knowledge that it was out of date.

Event description:
It was reported that; sales representative reported that the surgeon had allegedly implanted two xia 3 80mm rods into the patient which had passed their expiry date. The expiry date was reported as march 2015. The kit was shipped to arrive on 15th may in readiness for the procedure on (B)(6). The representative, who was in theatre for the case, further reported that he noticed prior to implantation that the stock had expired and flagged this to the scrub team. An alternative longer rod which was in date was available from another kit in the hospital although this would have required cutting to the appropriate length. The surgeon was reported to have assessed the risk of implanting a product which had recently expired versus the risk of cutting a rod to length and allegedly elected to implant the expired device in the knowledge that it was out of date.